Event description:
The customer reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep troubleshoot the system and the image file was corrupted on the hard drive. He deleted the objects file and reloaded the customer's software. The rep tightened the loose ac plug and transformer connections then reseated the ffb pcb socket chips. The system is operating as intended.